Manufacturer narrative:
This report is submitted on 7 august 2020.

Event description:
Per the clinic, the patient experienced a subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
It is now reported that the device was explanted on (B)(6) 2020. The patient was reimplanted with a new device during the same surgery. This report is submitted on december 10, 2020.

Manufacturer narrative:
This report is submitted on 23 april 2021.